Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure, the instruction manual for the device has directions for pre-procedure visual and functional inspection, including verification that the needle distal tip retracts into the sheath. The instruction manual also states, ¿do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope.¿ ¿if using the same instrument several times in an operation, confirm there is no irregularity of the instrument before inserting it into the endoscope.¿ and ¿if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿

Event description:
Olympus was informed that during an ebus procedure, when the needle was in a lymph node, the slider on the needle device malfunctioned and the needle could not be withdrawn back into its sheath. The event occurred on the fourth or fifth pass of the needle device. The endoscope with the needle tip sticking out from it was then withdrawn through the patient. There was no report of patient injury. The procedure was completed with another similar needle device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation did not confirm a malfunction in the slider on the handle but did find that the needle itself inside the sheath was broken.